Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in planned non-emergency treatment when the issue occurred, and the procedure was completed by pressing the footswitch pedal button few times. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray was not possible and the system displaying a message about a problem with the tube and the generator. The fse reviewed the log file and found an issue with the point (power inverter) and in activating the x-ray (foot and hand switch). The fse checked the power panel and calibrated the generator and the tube. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform x-ray. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.